Event description:
The complainant reported that access site bleeding was noted following impella cp implant. Vascular surgery was performed at the site and the bleeding stopped. Two units of blood were also given to the patient in response to the condition. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The pump was returned with no abnormalities found. The root cause of the vascular damage peripheral vessel was not determined due to insufficient clinical details. D9: device returned to manufacturer date added.